Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) channel. The noise was consistent with the minute ventilation signal and disappeared when the minute ventilation sensor was programmed off. The noise was never oversensed and no noise was recreated through pocket manipulation. All electrical parameters were within range but a few fluctuations in ra pacing impedances were observed. The physician has elected to continue monitoring the system with the minute ventilation sensor programmed off. The ra lead is a competitor product. This crt-d remains in service. No adverse patient effects were reported.